Event description:
Reporter is patient who states that, after using product over the last month, that she has developed redness in her eyes with mucous and 'pus like' accumulation in the corner of one eye. She discontinued wearing contacts on her own, and has reverted to wearing eyeglasses solely. Still has itching and is continually rubbing her eyes. Has no insurance and has not had a doctor's appointment.